Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination and functional testing of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement : dr. (B)(6) , (B)(6) hospital (B)(6) 2018 - the clamp was applied to the patella during the cementing phase. Once the cement was cured the surgeon attempted to remove the clamp, however, the clamp got jammed. Action taken to manage the problem during the procedure: a small osteotome was used to release the jammed locking mechanism . Male patient initial (B)(6) , aged (B)(6) years, dob: (B)(6) , surgical delay for 4 minutes.